Event description:
First surgery in the past at unknown time for posterior spinal fusion at l4-l5. Adjacent level degeneration at l3-l4and retained hardware at l4-l5 and s1. It was reported that the patient underwent surgery in the past at first hospital for a posterior spinal fusion at l4-l5 and s1. After the first surgery, patient had subsequent degeneration and collapse at the l3-l4 level. The secondary surgery was performed to remove the hardware at l4-l5 and s1. The previous fusion was noted to be solid. A posterior spinal fusion at l3-l4 was performed, autograft and rhbmp 2/acs was implanted. Posterior fixation instrumentation was implanted at l3-l4. There are no patient complications reported during the surgery.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.